Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The device was not sent in for investigation, only the device history was available. Caused of the reported day of occurrence the history log files of the (B)(4) 2020 were detailed investigated. I could be detected that at 10:13am a syringe type terumo 20ml was selected in the disposable menu. In according the stored drive step position it was possible to identified the filled syringe volume with approx. 19,2ml. The setting of an infusion therapy was entered with a vtbi and a flow rate of 2,20ml/h. The infusion therapy was started at 10:15am. 16 minutes after start of the infusion the flow rate was changed to 2,40 ml/h and on 11:02am the flow rate was changed furthermore to 2,60 ml/h. At 12:10pm the infusion finished with an administered volume of 3,25 ml. During the investigation of the device history, no abnormalities and no product deviation could be found. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: medication: oxynorm, vtbi: 14mls, rate: 2.6ml, infusion started at 1031hours with vtbi 14ml, rate 2.6ml/hr. At 1130hours, nurse discovered accumulated volume infused was 2.6mls, approx 4.5ml was left in the syringe. However, nurse claim it should be left approx. 11ml in the syringe. Instead of 4.5ml.